Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not provide power. The battery would light up indicating that it is fully charged when you hit the battery button on the front of the battery, but once it was plugged in it wouldn¿t register and would alarm that a power sourcewas disconnected. No visible damage was noted on the battery. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a flag that rendered the battery inoperable. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. As a result, the most likely root cause of the reported event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed external visual examination. Functional testing revealed a flag that rendered the battery inoperable. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met; however, it will not interfere with the led indicator and may show a full charge. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. This finding suggest that the thermal cutoff fuse was faulty. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty thermal cutoff fuse, preventing the battery from providing power to a controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a flag that rendered the battery inoperable. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. As a result, the most likely root cause of the reported event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.